Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 500:320:844:0000 occurred was confirmed during product evaluation. The root cause of this condition was assigned to a key that was pressed for more than 50 seconds while the device was powered off. No repairs were needed to correct this condition. The user interface module master software version is 5.04.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 500:320:844:0000 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during customer problem testing in the intensive care unit. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.